Event description:
It has been reported to philips that the system was having problems with geometry movement. The device was in clinical use at the time of the reported event. No harm has been reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that the geometry movements were partially available. A review of the system log file confirmed the reported malfunction. The customer tried to resolve the issue with 2 reboots, but issue persisted. Upon functional testing, the fse tried geometry reset which results in bodyguard and geometry error. To resolve the problem, the fse performed manual restart of the geo pc, after manual restart bodyguard error cleared and the geometry started working and the system was returned to use in good working order. The codes were updated based on the investigation outcome.